Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qaspecifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).

Event description:
It was reported that the technologist had trouble separating the eviva device from the introducer sheath to place marker. The technologist noted that the needle aperture was bent/warped.